Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was no oozing and device working well during the sleeve gastrectomy, however surgeon relayed that either a short gastric or branch of the splenic vein opened up after being sealed with a device causing severe blood loss for over 500 cc. Patient was readmitted to hospital for surgery a combination of suturing and sealing to treat bleeding and a blood transfusion (2 units) was required. Patient had an extended hospital stay and was released after 6 days.